Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that admitted patient shows as temporary. The technical support specialist found that sample patient details did not receive a transfer message and also attached an article of "patient missing on a bd pyxis medstation es" to resolve this issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es admitted patient was not showing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.